Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure devices') and pelvic inflammatory disease ('pelvic inflammation') in an adult female patient who had essure (batch no. 796898) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy on (B)(6) 2014, appendectomy on (B)(6) 2011, endometrial ablation on (B)(6) 2011, intrauterine device removal on (B)(6) 2010, miscarriage in 2010, menorrhagia and endometriosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pain / localized pain") and genital haemorrhage ("heavy/ abnormal bleeding"). The patient was treated with goserelin (zoladex), endometrial ablation balloon thermachoice (B)(6) 2011; total abdominal hysterectomy (B)(6) 2013 and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation and pelvic inflammatory disease outcome was unknown and the pelvic pain and genital haemorrhage had not resolved. The reporter considered device dislocation, genital haemorrhage, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: insertion date also reported as (B)(6) 2011 (previously reported as (B)(6) 2011). Essure removal via elective surgery on (B)(6) 2014 - bilateral salpingo-oophorectomy. On (B)(6) 2020 it was reported that "since miscarriage ("3m ago") periods have been irregular but heavy and painful, passing clots (50p size) for 8 days". Diagnostic results (normal ranges are provided in parenthesis if available): histology - on (B)(6) 2013: the cervix shows nonspecific inflammatory change, residual endometrium exhibits secretory activity and the myometrium is unremarkable. Hysterectomy - on (B)(6) 2013: findings: .normal-sized anteverted mobile partially fixed uterus. Adhesions in the pouch of douglas as well as.sheets of filmy. Adhesions in the utero-vesical fold. Ovaries appear polycystic otherwise healthy (conserved). Normal fallopian tubes no endometriosis. Salpingo-oophorectomy bilateral - on (B)(6) 2014: macro: attached fallopian tube measures 4. 5 x up to 0, 7cm and there is a paratubal cyst. Measuring 0.9cm filled with serous fluid. Micro: both ovaries contain multiple follicular. Cysts. The fallopian tubes are unremarkable. Ultrasound abdomen - on (B)(6) 2014: gallstones. Ultrasound scan vagina - on (B)(6) 2011: findings; a IV uterus seen that displays an endometrial midline echo measuring 12 mms. There is also evidence of a spring like structure seen within the myometrium slightly to the left of the mid line at the fund us of the uterus. Neither ovary could be clearly defined due to bowel gas , however no large adnexal cysts or masses seen.; on (B)(6) 2013: hysterectomy noted. Both ovaries appear normal. No abnormal adnexal cyst or masses seen. · no evidence of the previously mentioned hydrolpyosalpinx; on (B)(6) 2014: small left. Hydrosalpinx; on (B)(6) 2014: uss to exclude pelvic abscess: tvs:small heterogeneous area measuring 17 x 11mm above vault, suggestive of a small collection; on (B)(6) 2014: small volume of fluid seen underneath surgical scar.. Lot number: 796898, manufacturing date: 2010-11, expiration date:2013-11. Concerning the injuries reported in this case, the following ones were described in patient´s medical records: device dislocation, pelvic pain, genital haemorrhage and pelvic inflammatory disease . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-mar-2021: new event added: "pelvic inflammation", interpreted as pelvic inflammatory disease.insertion date also reported as (B)(6) 2011 (previously reported as (B)(6) 2011). Removal via elective surgery on (B)(6) 2014 - bilateral salpingo-oophorectomy.relevant imaging tests, procedure impressions and histology added to the lab tests section.patient´s dob provided and medical history updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure devices') in a female patient who had essure (batch no. 796898) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / localized pain") and genital haemorrhage ("heavy/ abnormal bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and genital haemorrhage had not resolved. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: estimated removal date of the essure: (B)(6) 2013 and (B)(6) 2014. Lot number: 796898, manufacturing date: 2010-11, expiration date:2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2021: health authority number was provided. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of the essure devices"), pelvic inflammatory disease ("pelvic inflammation") and genital haemorrhage ("heavy/ abnormal bleeding") in an adult female patient who had essure inserted (lot no. 796898). Additional non-serious events are detailed below. The patient had a medical history of cholecystectomy in 2014, appendectomy and endometrial ablation in 2011, intrauterine device removal and miscarriage in 2010 and abdominal pain, endometriosis and menorrhagia. Previously administered products included: mirena and hyoscine butylbromide. As concurrent condition the report mentioned endometriosis. The only concomitant product mentioned was aspirine (acetylsalicylic acid). On 01-may-2011, the patient had essure inserted. Essure was removed on 13-nov-2014. On unknown date she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic inflammatory disease (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criteria medically important and intervention required), pelvic pain ("pain / localized pain"), bladder injury ("bladder injury"), gastrointestinal disorder ("bowel injury"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy & bilateral salpingo-oophorectomy) and non-drug therapy (endometrial ablation balloon thermachoice 21-apr-2011; total abdominal hysterectomy 09-may-2013). At the time of the report, the genital haemorrhage and pelvic pain had not resolved. The outcomes for device dislocation, pelvic inflammatory disease, bladder injury, gastrointestinal disorder, urinary tract disorder, dyspareunia, mental disorder and weight increased were unknown. The reporter considered bladder injury, device dislocation, dyspareunia, gastrointestinal disorder, genital haemorrhage, mental disorder, pelvic inflammatory disease, pelvic pain, urinary tract disorder and weight increased to be related to essure administration. The reporter commented: insertion date also reported as 31-jan-2011 (previously reported as 01-may-2011). Essure removal via elective surgery on 03-nov-2014 - bilateral salpingo-oophorectomy. On 12-jul-2020 it was reported that "since miscarriage ("3m ago") periods have been irregular but heavy and painful, passing clots (50p size) for 8 days". Discrepancy noted in removal date : 31/05/2013. Diagnostic results (normal ranges are provided in parenthesis if available): [histology] on 09-may-2013: the cervix shows nonspecific inflammatory change, residual endometrium exhibits secretory activity and the myometrium is unremarkable [hysterectomy] on 09-may-2013: findings: . ¿ normal-sized anteverted mobile partially fixed uterus. ¿ adhesions in the pouch of douglas as well as.sheets of filmy. Adhesions in the utero-vesical fold ¿ ovaries appear polycystic otherwise healthy (conserved) · ¿ normal fallopian tubes ¿ no endometriosis [salpingo-oophorectomy bilateral] on 03-nov-2014: macro: attached fallopian tube measures 4. 5 x up to 0, 7cm and there is a paratubal cyst measuring 0.9cm filled with serous fluid. Micro: both ovaries contain multiple follicular. Cysts. The fallopian tubes are unremarkable. [Ultrasound abdomen] on 12-nov-2014: gallstones [ultrasound scan vagina] on 06-jun-2011: findings; a IV uterus seen that displays an endometrial midline echo measuring 12 mms. There is also evidence of a spring like structure seen within the myometrium slightly to the left of the mid line at the fund us of the uterus. Neither ovary could be clearly defined due to bowel gas , however no large adnexal cysts or masses seen.; on 06-nov-2013: hysterectomy noted. Both ovaries appear normal. No abnormal adnexal cyst or masses seen. · no evidence of the previously mentioned hydrolpyosalpinx; on 07-jan-2014: small left. Hydrosalpinx; on 11-nov-2014: uss to exclude pelvic abscess: tvs:small heterogeneous area measuring 17 x 11mm above vault, suggestive of a small collection; on 12-nov-2014: small volume of fluid seen underneath surgical scar. [X-ray of pelvis and hip] on 09-mar-2011: two linear metallic density seen in keeping with the implant procedure done. Rest unremarkable lot number: 796898 manufacturing date: 2010-11 expiration date:2013-11 concerning the injuries reported in this case, the following ones were described in patient´s medical records: device dislocation, pelvic pain, genital haemorrhage and pelvic inflammatory disease . Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-jan-2024: medical record received. New events bladder, bowel problem, urinary problems, dyspareunia, psychological issues & weight gain. Added. Medical history, lab data updated. Reporter information updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure devices') in a female patient who had essure (batch no. 796898) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / localized pain") and genital haemorrhage ("heavy/ abnormal bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and genital haemorrhage had not resolved. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: estimated removal date of the essure: (B)(6) 2013 and (B)(6) 2014. Lot number: 796898, manufacturing date: 2010-11, expiration date:2013-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-mar-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure devices') in a female patient who had essure (batch no. 796898) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain / localized pain") and genital haemorrhage ("heavy/ abnormal bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and genital haemorrhage had not resolved. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: estimated removal date of the essure: (B)(6) 2013 and (B)(6) 2014. Lot number: 796898, manufacturing date: 2010-11, expiration date: 2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 01-mar-2021: new reporter (lawyer), new adverse events (heavy/ abnormal bleeding, migration of the essure devices), new as reported (localized pain), non-drug treatment notes (hysterectomy) were provided and patient´s initials were updated. Case was upgraded to serious incident. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.